Manufacturer narrative:
The abutment screw was visually inspected. There were no signs of damage observed. The complaint is confirmed due the returned abutment ildat4 (concomitant) was damage on and below the hex. The device history record review for the abutment screw was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined. UDI# (B)(4).

Event description:
The abutment was placed on (B)(6) 2016. On (B)(6) 2017 it was determined that the "screw didn't adjust more than it should and the abutment was loose". Customer thinks it has to be something internal broken.